Event description:
It was reported that a patient experienced a leak while attempting to prime their patient line for peritoneal dialysis. Following a check final line alarm on the homechoice (hc) machine, fluid was observed coming from the cassette. It was also noted that the inside of the machine door was wet. The power was cycled to clear the alarm and a swap was performed for the hc. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.